Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment. There was moisture observed behind the display lens. A leak test was performed and showed a leak in the battery compartment. The pump was opened and there was evidence of moisture found on internal components of the pump.